Manufacturer narrative:
(B) (4). The 2.25 x 8 mm minivision (part 1007828-08, lot 9020342), indicated has been filed under MFR # 2024168-2010-00329. The 2.5 x 15 mm minivision (part 1007828-15, lot 9091541), indicated has been filed under MFR # 2024168-2010-00337. Evaluation summary: quality assurance analysis revealed that the stent implant was returned with blood and contrast visible. The stent delivery system (sds) were not returned. The entire length of the 2.25 x 12 mm stent implant was stretched. There was no other damage noted to the stent implant. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering reviewed the incident. It was reported that the target lesion was a heavily calcified lesion. The mini vision instructions for use (IFU) states: the risks and benefits for each pt should be considered, particularly pts with resistant (fibrotic or calcific) lesions that cannot be pre-dilated enough. Analysis of the stent implant is consistent with removal of the stent by the snare device. It is likely an interaction with the heavily calcified lesion/anatomy during the attempt to cross 2.25 x 8 mm sds in the lesion may have contributed to the stent ultimately being removed during retrieval of the dislodged 2.25 x 8 mm stent by the snare device, as the stent would have become entangled. The reported removal of foreign body and therapy/non-surgical treatment is a result of the pti attempts to retrieve the dislodged stent and likely contributed to the reported stent damage. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty removing the sds due to entanglement is related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent explanted requiring an add'l stent for treatment. Device issue: difficult to remove. It was reported that predilatation was performed prior to stenting. A 2.25 x 15 mini vision stent was deployed distally, and a 2.25 x 12 mini vision was deployed at the proximal side of the 15 mm stent. A 2.25 x 8 mini vision was delivered to be deployed at the proximal side of the 12 mm stent, but during advancement, the 8 mm mini vision stent had dislodged near the lesion because of heavy calcification. The dislodged stent was retrieved with a gooseneck snare; however, when outside the pt, it was noted that not only the 8 mm stent, but the 12 mm and 15 mm deployed stents were inadvertently explanted during the removal. Three other mini vision stents were placed successfully to treat the pt. No add'l event or pt info is available.